Manufacturer narrative:
The pump was received with no button response due to moisture damage at electronic assembly and the pump was received with moisture damaged at motor. The pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was exposed to fluid. The customer's blood glucose level was unknown. The customer states the pump was dropped in the toilet. The customer states they had blank display. The customer was advised the pump would be replaced and returned for analysis.